Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The error was confirmed to have occurred in the event history log. The power up process was performed. The operator was unable to duplicate the primary audible alarm post during power up. The cause was not determined. The operator replaced the speaker as a preventative measure and performed all preventative maintenance and all functional testing.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a primary audible alarm error code. There was no patient involved.